Event description:
The customer identified a (B)(6) alinity I syphilis tp results for one patient. The following was provided: initial result (B)(6) repeated on another processing module (B)(6) repeated with another method (tppa) (B)(6). The patient has a history of (B)(6) results. No impact to patient management was reported.

Manufacturer narrative:
No patient identifier or demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
An investigation was performed for alinity I syphilis tp reagent, lot number 30365be01. A review of tickets was performed and determined the reagent lot performs as expected for this product. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A retained reagent kit of the complaint lot was tested in a sensitivity setup. All specifications were met and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. A review of the product quality history for the lot number using search of the corrective and preventive actions (CAPA) system did not identify issues associated with the customer¿s observation. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity I syphilis tp reagent, lot number 30365be01 was identified.